Manufacturer narrative:
The torque screw component is replaced as part of standard preventive maintenance; the torque screw at issue had been in use for approximately 3 months at the date of the event. Further investigation and device analysis is in process and a follow-up MDR will be submitted after investigation is complete.

Event description:
A customer reported that a neurosurgeon identified a small crack in the housing of a torque screw during use with a hfd100 head fixation device when pinning the skull in a semi-supine position for tumor resection. The surgeon elected to continue use of the torque screw instead of re-pinning, and no procedural complications or patient impact was reported. Post-operatively upon removal of the torque screw the housing cracked further. It was reported there was no patient injury or impact to the planned procedure. Patient demographic information was sought but not provided.

Manufacturer narrative:
Investigation confirmed the torque screw component was manufactured within specification, however the mechanical design of the component may contribute to cracking in the threaded housing component of the torque screw. The manufacturer has initiated corrective and preventive action to further address this issue. This report also encompasses UDI related data quality updates to match brand name and UDI with gudid data.